Event description:
It was reported that something "tripped" the elective replacement indicator (eri) on an implantable neurostimulator (ins). Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).